Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer changed the pump supplies were changed to address the issue. Additionally, it was reported that the customer experienced ongoing continuous low blood glucose (bg) values of approximately 50 mg/dl; cause was unknown. Customer consumed carbohydrates and drank juice to address bg values. A recommendation was made for the customer to discuss bg levels with healthcare provider.